Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient took antibiotics for swollen pocket area prior to presenting. The patient's infected system included a pulse generator, right ventricular(rv) lead and right atrial(ra) lead. The pocket was purulent and discharged pus when incision was made. The pulse generator, ra and rv leads were explanted with difficulty. The patient was stable. Related manufacturer reference number: 2017865-2019-09344, related manufacturer reference number: 2017865-2019-09348.